Event description:
The pt reported that his infusion device "alarmed something", but did not remember what the warning was after receiving the alarm. The pt then stated that he did not feel right, so he checked his blood glucose level. His blood glucose meter read "high" (typically greater than 500 mg/dl). The pt had symptoms of blurry vision and his body felt heavy with his elevated blood glucose. To counteract the elevated blood glucose, the pt administered two ten unit injections of insulin. He also stated that he may have given himself 3 more units later that day. He stated that he did not think his insulin cartridge was in right and screwed on tight because he noticed that insulin had leaked from the cartridge. The pt changed his cartridge and his blood glucose returned within his normal range of 150-160 mg/dl. The pt was able to address the issue without requiring medical assistance from a healthcare professional or second party. No product will be returned for eval.

Manufacturer narrative:
Product not returned for evaluation.